Manufacturer narrative:
H.10: through follow-up communication livanova learned that the water quality monitoring is applied according to the IFU only if the strips are available at the hospital. When the strips are not available the monitoring of the water quality is not performed. As per chapter 6.4.2 monitoring and adjusting the hydrogen peroxide concentration of cp_IFU_16-xx-xx, the hydrogen peroxide (h2o2) concentration must be checked every day before the heater-cooler is used. If the heater-cooler is not used and is not monitored daily for hydrogen peroxide concentration, the water tanks have to be drained.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the device was only cleaned via instruction for use since spring 2018 and is placed inside the operating theater. The fan of the device is positioned opposite to patient and the estimated distance between the surgery field and the device is 2 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera . The laboratory report has been supplied. There is no known patient involvement.